Manufacturer narrative:
E1: patient city- (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that the patient was hospitalized due to high blood glucose level on (B)(6) 2024. The patient blood glucose level was 400 mg/dl. The patient was treated with insulin pump. No further information available.